Manufacturer narrative:
Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects were observed on the fluid path or needle mechanism. No damages were observed on the bottom housing or e-seal. No other damages or defects were observed that would indicate a dislodging of the cannula or adhesive malfunction. The cause of the reported events could not be determined. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. There is no indication this damage had any affect on the functionality of the device. It could not be determined if this damage contributed to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 395 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge.